Manufacturer narrative:
(B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient suffered from inflammation and corneal striae one week post intraocular lens (iol), model icb00, implantation in their left eye. Vision post operative provided as shifted from 6/12 to 6/21. The patient was given medications. There was no delay in treatment or other interventions reported. No further information was provided.

Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the clinical code "1789 - corneal abrasion" was missing on the initial report. Field below updated to correct this: section h6: health effect clinical code: 1789. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.